Event description:
Reportedly, the pt called that she had reaction to the product and that her blood pressure dropped to approximately 50/40 or 40/50... She was not sure. The pt stated she was administered a dosage of 5cc and stated she was treated with benadryl. No other information was provided. Procedure: unk.

Manufacturer narrative:
(B)(4).